Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling device was being applied to the lung tissue for the fifth firing. The stapler was not able to fire. After pressing the green button the handle could not be squeezed. In order to resolve the issue and complete the case, a new handle and reload were used. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.